Manufacturer narrative:
On 11-feb-2025, the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual inspection revealed no damage or anomalies on the device, however, according to the pictures provided by the decontamination site, char residues were observed located at the bottom of the dome in the transition between the dome and the first ring. The loss of char, thrombus or clot residues could be related to the decontamination process; however, this could not be conclusively determined. A microscopic examination was performed, and the irrigation holes and electrodes were clean. No foreign material was identified. A temperature and impedance test were performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31437493l, and no internal action related to the complaint was found during the review. The char issue reported by the customer was confirmed. The potential cause of the char could be related to the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro. Initially, it was noted that right after the catheter was pulled out of an afib procedure, the catheter's tip had char tissue on it. The case went through without any problems nor errors. There were no complications perceived with the patient and no adverse patient consequence was reported. With the initial information available, this event was assessed as non MDR reportable. However, on 15-nov-2024, additional information was received which indicated that the char was excessive, and that the physician considered the amount of char a potential for clot formation and further migration. Therefore, the event was re-assessed as MDR reportable with an awareness date of 15-nov-2024. Activated clotting time (act) practice was normal throughout the case. The measurements were in 15mins intervals, aiming for higher than 300. Correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of the ablation. Normal heparinized saline was used.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31437493l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).